Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that during implanting the stent in the distal lcx, a lot of resistance was noted with crossing the lesion, as there was calcification in the artery. When pushed again, the shaft of the stent broke at the proximal end; therefore, the stent delivery system (sds) was removed and another stent was implanted in the vessel. No pt effects were reported. No additional event or pt info is available. This is being filed based on analysis of the returned device, which noted a separated hypotube.

Manufacturer narrative:
(B)(4). Results: product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the balloon, on the hub and in the guide wire lumen. There was contrast on the balloon and on the distal shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated, 18 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There were two kinks in the hypotube, 1 cm and 7 cm distal to the separation. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met mfg criteria. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusion will be forwarded upon completion.